Event description:
It was reported that during a case, the dr was relocating the machine and noted that the pt could no longer be ventilated manually or automatically. The pt was ventilated with an alternate device. The dr later noted that the fresh gas hose had bcome kinked at the rear of the machine, creating an occlusion. No pt injury reported.